Manufacturer narrative:
The investigation of the returned pod found evidence of an internal fluid leak. Discoloration was seen inside the device and residual fluid and corrosion was found on the surfaces of internal assemblies. A leak test was performed, which confirmed the presence of a leak in the fluid path caused by a tear in the cannula tubing. The leak would have resulted in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A pod malfunction, therefore, is confirmed to have been a contributing factor to the customer's high bg levels.

Event description:
The customer's mother called to report a "faulty pod that gave no indication that it was not functioning properly." Within 24 hours of applying this pod, the customer experienced consistently high bg levels (305-greater than 500 mg/dl) with large ketones. The customer woke up "vomiting and would not eat"; boluses were administered each time a high bg was experienced, but her levels would not lower. As a result, she "ended up in the intensive care unit at the hospital." Several days after the incident, the pod appeared "all rusty inside like it had a hole in it." The pod will be returned for evaluation.